Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. Concomitant product(s): logic tibia ps mod insrt sz 2.5 13mm (cat#: 02-012-35-2513 / serial#: (B)(4)).

Event description:
As reported, the (B)(6) y/o male patient¿s femur was revised due to loosening of the left knee prosthesis. The insert was removed, and the femur was pulled off. The patient has a history of osteoarthritis. The tibia was well fixed. The patient received a logic cc femoral prosthesis and a new insert. The patient revived a size 2 left logic cc femur with a splined press fit stem and new insert. Patient was last known to be in stable condition following the event. The device will return.

Manufacturer narrative:
H3: the evaluation noted that revision reported was likely the result of an insufficient bond between the femoral component and bone which led to aseptic loosening and subsequent prosthesis wear secondary to an increase in cement and bone particles in the joint space. The most probable root cause associated with the reported event of " loosening - femoral" is associated with weakened integration of the device at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.